Manufacturer narrative:
One photo was shared by the customer, where the item b33980 is inside of a plastic bag. However, no leaks or anomalies are observed on the photo. One used. List #b33980, 5" (13 cm) appx 0.83 ml smallbore trifuse ext set w/2 clave¿, 2 check valves, 3 clamps (red, yellow, white), luer lock connected with an unknown, blue microclave were returned for evaluation. As received one of the tube was observed to be pulled off from the trifurcated, and unknown solution inside the set was observed. The tube pocket was observed with uv light and no solvent evidence was found. The set was primed at gravity pressure and a leaks was confirmed. Complaint of leak can be confirmed. The probable cause of the tube pulled off was due to unintentional force applied during use. A device history lot # review could not be conducted because no lot number(s) was/were identified. D4: only di provided as lot number is unknown.

Event description:
The event occurred on an unspecified date and involved a 5" (13 cm) appx 0.83 ml smallbore trifuse ext set w/2 clave¿, 2 check valves, 3 clamps (red, yellow, white), where it was reported the device had leaking issue. There was unknown patient involvement and unknown adverse event.